Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The reported issue of irregular display could not be confirmed. The investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. This condition has a potential for patient harm. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, it was noticed that the handle display was dim and hard to visualize commands. The handle was rebooted with no effect. There was no patient involvement.